Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Initial reporter phone is (B)(6).

Event description:
The event involved a plum 360 pump where it was reported that hour the ¿pump infusing vasopressor in unstable patient, alerted 'plum cover not closed' and stopped infusion, causing infusion to be interrupted¿. The pump did not alarm and had error ¿insert plum set close lever¿. The patient's blood pressure dropped and there was harm to the patient due to the event. It was further added that it was unknown how long the pump was stopped. At 0230, the patient¿s blood pressure was 87/57. The patient was hypotensive between 0230-0445. The lowest blood pressure was 43/30. The patient was on norepinephrine 10mcg/min and increased to 16 mcg/min at 0436. Phenylephrine 30 mcg/min started at 0436. There has been delay in therapy when IV pressor stopped and there was medical intervention required when additional IV pressor started. There was patient involvement.